Manufacturer narrative:
The cartridge has not been returned to animas. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that she experienced consistently elevated blood glucose (bg) of about 300 mg/dl with intermittent ketones over the past 7 to 10 days. She stated that this bg level is atypical for her but said that no medical intervention was required. The pt reported that she has used more insulin than normal and has changed the cartridge every two days instead of twice per week as usual. At the same time as the bg excursions, she began to use cartridges from a new shipment. She reported that she noticed the inside of the cartridge compartment was damp and smelled of insulin when she removed a cartridge two days ago. She noted that her bg this morning was 45 mg/dl with no symptoms of hypoglycemia; her most recent bg was 300 mg/dl which the pt said was due to over correction of the low bg.